Event description:
Post-operative condition "e-mail rec'd on 5/9/2009, indicating a male pt experienced calaxo post - op complication". No pt records were forwarded at this time.

Manufacturer narrative:
Product recall initiated august 21, 2007.